Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708640 (serial: unknown); product type: 0191-extension; implant date (B)(6)2016; explant date brand name activa; product ID 3387s-40 (serial: unknown); product type: 0200-lead; implant date (B)(6)2016; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator experienced visual disturbances when manipulating the wires at the lead/extension connection site. The patient also experienced multiple falls, although impedances were checked and found to be normal. The patient's battery is due for replacement in the next few months, and an MRI has been ordered to investigate the issue further. Surgical intervention is planned but not yet scheduled. The device remains implanted and in service.

Manufacturer narrative:
Section d10 references: product ID 3387s-40 lot# serial# (B)(6), implanted: (B)(6) 2016, product type lead product ID 3708640 lot# serial# (B)(6), product type extension product ID 3708640 lot# serial# (B)(6), implanted: (B)(6) 2016, product type extension product ID 3387s-40 lot# serial# (B)(6), implanted: (B)(6) 2016, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the patient was manipulating the lead/connection site where the left and right lead were both located. The patient was not yet scheduled for an MRI.

Manufacturer narrative:
H6: coding has been corrected on the ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.